Manufacturer narrative:
Surgical notes were not provided x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search identified no other complaints for the specified part and lot combinations. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided however, the complaint may be reopened upon return of x-rays and/or product or further info. Manufacturing documentation was reviewed for completeness and accuracy to confirm that the lots were manufactured, inspected, and packaged to specification. As a result, the lots were released for distribution. The info provided on this form was previously submitted under manufacturing report number 1822565-2014-01142.

Event description:
It is reported that the pt is experiencing pain, a popping noise, and instability.